Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had synced as an unknown device, which prevented the customer from gaining access. A technical support specialist (tss) identified that the user had accidentally deleted multiple devices by clicking the delete button twice. The tss used the knowledge article "station undelete - enterprise server version 1.5" and above to restore the affected stations. Permission to close the case was received from the customer. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device synced as an unknown device and did not allow user access. The customer reported that an error message was displayed on the station screen. Although the login screen appeared, the customer was unable to access the machine, and the screen remained white with the login interface displayed. There were no delay or adverse events or injuries reported based on this event.